Event description:
It was reported that this pacemaker could not be interrogated, despite attempts by three different hospitals. There was also no magnet response. The remaining longevity in (B)(6) 2024 had been two years. Follow-up with the field yielded no further information. No adverse patient effects were reported.